Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had the error b30 - communication error. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: b5, d4, d9, g1, g3, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the b30 communication error occurred due to objective lens glue missing, no image, and no data in the ID chip olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.